Manufacturer narrative:
(B)(4). Recall: 162787-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the ipg site. The ipg was confirmed inoperable. The patient reported she had not used or recharged her scs system or received stimulation in approximately a year. The patient underwent surgical intervention on (B)(6) 2016 to explant the ipg which resolved the issues.